Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call device malfunction and low blood glucose. The customer's blood glucose was 46mg/dl at the time of incident. Trouble shooting was performed and found attempted to bolus but the wizard was turned off also the temp basal was running and they did not recall setting it. Advised the settings would not have been changed without input and asked to upload carelink for further analysis. Carelink was not successfully uploaded due to java version. Sensor trace was reviewed and found the wizard had been fiddled with multiple times. It was unknown what caused the low blood glucose levels. The caller did not confirm if auto mode was in use during the hypoglycemic incident. The insulin pump will not be returned for analysis.